Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that . They were supposed to have a surgery (unrelated) tomorrow (B)(6) 2024 and that they needed to turn their therapy off, but when they tried to connect to their implant, they kept seeing a message that said: "different internal device detected, reposition over internal device." Patient services asked the patient if the patient had their programmer switched out for another programmer recently and the patient stated that they still had the same handset they got when they were implanted with their current device but they hadn't touched it or their implant in months. Patient stated the last time they went to the doctor's office was a couple of months ago and the doctor (patient confirmed health care provider (hcp) ) had used their phone to change programs and stuff and that it had been working up until the time they put the communicator on the patient's butt but now today they can't connect to their settings to turn the therapy off. Patient also stated when they got home from that appointment they noticed the application order on the phone appeared "all different". Patient services reviewed it was possible that the patient's handset was somehow switched out with another handset that was still attached to another patient 's implant and that as a result, the patient was unable to turn their therapy off for the surgery. Patient services reviewed guidelines for a surgical procedure and the patient stated they'd had a surgery in november 2023 and hadn't turned the therapy off then but everything still seemed fine. Patient was redirected to reach out to their health care provider (hcp) to alert them of the situation and request possible assistance and patient services emailed medtronic representative (rep) ) who the patient stated was at the appointment that day to see if the rep could assist the patient. Patient stated now they didn't have what they needed for their surgery tomorrow and they figured if they couldn't get a hold of anyone, they weren't going to be able to have the surgery tomorrow. An email was sent to the field.